Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed all relevant testing. An internal visual inspection was performed and failed due to a damaged battery. Pictures were taken. The receiver log was downloaded and reviewed finding error related to the complaint. The probable cause was determined to be a damaged battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). D4: catalog number - correction h2: correction.

Manufacturer narrative:
(B)(4). The a.2 field entry does not represent the date of birth of the patient and should be read as ¿no information.¿

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.